Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a lap hepatectomy when the surgeon fired the stapler on the vessel, the firing was not completed and the jaws would not open. The case was then converted to an open hepatectomy and the surgeon cut the vessel to remove the device.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple cartridge noted the reload was fully fired. The reload had a deformed clamping mechanism and damage to the knife blade. During functional evaluation, the reload was cycled without any binding or hesitation. Product analysis suggests the product was used in a surgical procedure. During investigation, secondary conditions of thick tissue application and firing through an obstruction were observed. Replication of the deformed anvil clamping mechanism and bowed anvil may occur under when the application over tissue that is beyond the recommended thickness range and when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.